Event description:
Medical center called indicating the suspect meter reading for pt was 444 mg/dl. A laboratory sample drawn immediately after the 444 mg/dl result gave a result of 198 mg/dl. Pt's nurse administered 10 u of insulin based on 444 mg/dl value. Pt subsequently treated for hypoglycemia. Reporter indicated controls passed, but did not have actual values. Requested return of suspect meter and replacement was sent.